Event description:
It was reported that the medication came out of the bd micro fine plus¿ insulin pen needle "slanting and thin" while purging it of air before use. The following information was provided by the initial reporter, translated from japanese to english: "during air purge, drug came out slanting and thin. Customer suspects the caliber is thinner than usual." "The patient found that the chemical liquid was extruded diagonally from the needle tip during the priming. Compared with this defective needle and a normal needle, it seems to be momentum in the way the medical solution come out rather than normal."

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the medication came out of the bd micro fine plus¿ insulin pen needle "slanting and thin" while purging it of air before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during air purge, drug came out slanting and thin. Customer suspects the caliber is thinner than usual." "The patient found that the chemical liquid was extruded diagonally from the needle tip during the priming. Compared with this defective needle and a normal needle, it seems to be momentum in the way the medical solution come out rather than normal."